Event description:
Same as MFR# 6000089-2005-01426, 6000089-2005-01427. It was reported that 3 days after a drug eluting stenting treatment procedure, the pt expired. The lesion being treated was located in the right coronary artery (rca) and the left anterior descending artery (lad). The physican successfully deployed a taxus express2 8.8% 3.5 x 20 mm drug eluting stent in the rca. The physician then deployed a taxus express2 8.8% 3.0 x 20 mm drug eluting stent in the lad. However, it was not well apposed and post-dilation was performed with a 3.5 x 15 mm quantum balloon at 14 and 22 atms. It was noticed that on the second deflation a dissection occurred. The physician decided to cover the dissection with a 3.5 x 19 mm jo stent. The pt remained hospitlized for sepsis and mutli organ failure and 3 days after the pt expired. It is noted the physician does not believe the cause of death was related to the taxus stents. The physician believes the cause of death is a ruptured vessel in the groin and multi organ failure. In addition, the pt had an echo during his cardiac arrest which was negative for cardiac failure. It is noted no autopsy will be performed.